Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned components confirmed that both the inner and outer cavities are cracked while the carton does not present any damage. However, the intact seal and the torn two-side spanning label indicated that the package was not properly opened. The device history records for the 00-5994-014-91, lot # 62967429 were reviewed and no deviations or anomalies were identified. A product history search identified no other complaint for broken cavities/damaged package for part #00-5994-014-91 or lot #62967429. The most likely root cause of the product damage appears to be transit but the complaint is still being investigated under a CAPA at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery when opening the femoral component, the two plastic boxes had splits in them, and the implant could not be used as it was unsterile. The patient was implanted with a larger femoral component.